Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has indicated the product has been discarded. No pictures or logs were provided by the customer. It is important to note that during defibrillation therapy, patients can experience burns and redness due to a high measured patient impedance. This could be for a variety of reasons including, but not limited to, skin preparation, electrode application, or poor coupling. No trend associated with similar reports.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Please refer to the attached user medwatch report that zoll medical corporation has received.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), after removing the electrode pads, burns were found on the patient's skin. The customer was unable to provide information on the degree of the burn.